Event description:
The customer reported the elevator wire of the duodenovideoscope was broken. The issue was found during maintenance. There were no reports of patient or user harm associated with this event.   Inspection and testing of the returned device found that forceps elevator has foreign material. Foreign material is yellowish/brown in color, but it is unknown what the foreign material was. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the forceps raising angle did not meet the standard value due to a cut on the forceps elevator wire. Also, evaluation found that water tightness was lost due to a cut on the bending section cover, the nozzle was deformed, the scope cover was dented, the bending section cover adhesive was detached, the connecting tube was wrinkled, angulation was reduced, the control knobs had play, the coating of the universal cord was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found that forceps elevator has foreign material during evaluation; however, the customer returned the device without reprocessing due to physical damage which caused the foreign material to remain on the device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.